Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6109775, medical device expiration date: 2017-10-31, device manufacture date: 2016-04-18, medical device lot #: 6004696, medical device expiration date: 2017-06-30, device manufacture date: 2016-01-04, medical device lot #: 6074898, medical device expiration date: 2017-08-31, device manufacture date: 2016-03-14. (B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for non-mixing with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for non-mixing was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while attempting to centrifuge a bd vacutainer® sst¿ ii advance, it did not mix and recentrifugation of tubes during processing observed.

Event description:
It was reported that while attempting to centrifuge a bd vacutainer sst ii advance, it did not mix and recentrifugation of tubes during processing observed.

Manufacturer narrative:
A DHR review was conducted, and no issues were identified. Based on the investigation, the root cause/potential root cause for the excess lubricant on the stopper wells was determined to be that the lubricant was not completely dispersed during the stopper lubrication process.